Manufacturer narrative:
Of the 1 devices, lot number was provided, and lot history review was performed. Visual, microscopic, tactile and functional evaluations were performed. The investigation is confirmed for external leak, more specifically an external burst., as a c-shaped split was observed just proximal to the bifurcation on the red-hub extension leg which is consistent with a burst. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 0600520 chronic catheter experienced fluid leak. This report was received from a single source. Of the one event, did involve patient with no reported patient injury. The patients age, weight and gender was not provided.

Manufacturer narrative:
For the one reported events, the device was returned to bd and evaluated. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 0600520 chronic catheter allegedly ruptured which was evident by a popping sound. This report was received from a single source. Of the one event, did involve patient with no reported patient injury. The patients age, weight and gender was not provided.